Event description:
It was reported to philips healthcare that lead v2 was not showing during a 12-lead ECG. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.